Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was returned from a funeral home one and a half years later. There were no allegations regarding the patient's death. The crt-d was put through analysis. This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was hospitalized for non-device related reasons, they experienced a run of ventricular tachycardia (vt) and received appropriate therapy. An interrogation was performed and high out of range left ventricular (lv) impedance measurements of greater than 2500 ohms were observed for the lv lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that the impedance measurement had been high and out of range for the last eight months. A lead fracture was suspected, but not confirmed. The crt-d was reprogrammed by electrically abandoning the lv lead. The crt-d and lv lead remain in service and no adverse patient effects were reported.